Manufacturer narrative:
It was reported to abbott that the patients ipg was inoperable. Patient reported loss of stim and charging problems. Patient reported that they did not charge the ipg since (B)(6) 2020. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report. Implant date is estimated.

Event description:
It was reported the patients ipg became inoperable as the patient did not charge as instructed. Surgical intervention may take place at a later date to address the issue.